Manufacturer narrative:
Follow-up # 1 ¿ (03/16/2015).the patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ping 1.5 meter remote was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the meter first powered off on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She indicated that ¿no extra treatment was taken¿ as a result of the problems she experienced with the meter. She alleged, ¿eighteen hours¿ after the issue began, she developed symptoms of ¿weak, thirsty and was peeing more¿. She reported that as a result of the symptoms, she ate less. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr also noted that based on the information the patient provided, the patient was using alkaline batteries and the batteries did not need replacing. There was no report of trauma/misuse to the device. The csr educated the patient on the meter¿s behavior and auto-shutoff, but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.